Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a shock impedance measurement of "0". Ts discussed the reason for this isolated reading is most likely due to some source of electromagnetic interference (emi) while the test was being done by the device. All other impedance measurements are stable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).